Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was evaluated by zoll medical japan. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing without duplicating the customer's report. The customer received a replacement device. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling, power cycling, and functional stress testing, using a test battery pack without duplicating the report. Review of the log files showed no critical errors. No fault was found with the device. The customer was sent a replacement device. No trend is associated with reports of this type.